Event description:
It was reported that the 9600+ system intermittently presents a bad arm spot across the c-arm. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Cleaned, tightened and reseated the collimator connector pin. The system was tested and found to be working as intended and placed back into svc.